Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. [Conclusion]: the healthcare professional reported that the physician believes that a properly prepped orbit galaxy coil should show a saline drop at the end of the detachment zone on syringe gauge 1; he always checks the orbit galaxy coil for saline drop from the detachment zone on the syringe gauge 1 before using the coil. He reported that he could not find the saline drop on the orbit galaxy complex xtrasoft 3mm x 6cm coil (640cx0306 / 17722910) even after changing out the syringe. The physician thought that the coil could not be fully prepped for use as there was still air in the coil. The physician did not use this orbit galaxy complex xtrasoft 3mm x 6cm coil for the procedure. There was no report of patient consequence or adverse event associated with the issue. It was confirmed that all devices were stored and inspected per the instruction for use (IFU); the physician¿s method of preparation with the checking for the saline drop is different from the IFU. The orbit galaxy coil was returned for analysis and during the analysis, an unknown particle was found inside the gripper. The investigation finding is documented below. A non-sterile orbit galaxy complex xtrasoft 3mm x 6cm coil was received coiled inside a pouch. The device was inspected and was observed to be without any damages. The support coil, the gripper, and the embolic coil were all inside of the coil introducer. The support coil, the gripper, and the embolic coil were inspected under the microscope. There was no damage observed but an unknown very small particle was found inside of the gripper. The particle size was deemed too small and cannot undergo fourier-transform infrared spectroscopy (ftir) to determine its composition. A lab sample cnv syringe 635-002 was used to purge the orbit galaxy coil; the coil could not be purged. The pressure on the syringe was increased beyond the blue zone before the device started to purge. The reported issue that the device was difficult to prep, failed to purge was confirmed during the functional test. The purge hole flow test could not be performed; after the unknown particle was observed inside the gripper, the coil became detached. It is possible that the particle was a contributing factor that affected the flow rate, however, this cannot be conclusively determined as the returned device has been compromised from its original received condition with the detached coil. During a review of the manufacturing documentation associated with this lot (17722910), it was noted that 2 units were rejected during inspection due to the contamination on the headpiece and loose contamination inside the pebax. The device history record (DHR) review confirmed that all product rejected during manufacturing was identified, segregated as scrap and properly accounted for. No other issues were noted that were considered potentially related to the reported complaint. The records of purge hole flow test results were reviewed, and the results showed that it was found in the range of the specifications and no other no anomalies were noted. The foreign particle was deemed to small and cannot be analyzed via ftir; as a result, its composition could not be determined. The production engineering team stated that the distal fuse from the delivery tube and the rest of the catheter undergo 100% inspection for the following defects: broken distal fuse, stretched pebax, damaged pebax, and distal fuse contamination. The inspection is performed during the delivery tube process. With strict inspection before the release of finished goods, it can be concluded that the issue with the foreign particle found is not related to the manufacturing area. With the information provided in the complaint and the returned orbit galaxy complex xtrasoft 3mm x 6cm coil, the reported issue related to the purging difficulty during the pre-procedure coil prep was confirmed with the functional analysis of the returned device. The exact cause of the reported issue could not be conclusively determined. The composition of the foreign particle could not be determined; the particle size was deemed to small and cannot be analyzed via ftir. Per the production team, there are inspections in place before the release of finished goods, therefore, the source of the particle is not related to the manufacturing area. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of four products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2018-00727, 1226348-2018-00728, and 1226348-2018-00729. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the physician believes that a properly prepped orbit galaxy coil should show a saline drop at the end of the detachment zone on syringe gauge 1; he always checks the orbit galaxy coil for saline drop from the detachment zone on the syringe gauge 1 before using the coil. He reported that he could not find the saline drop on the orbit galaxy complex xtrasoft 3mm x 6cm coil (640cx0306 / 17722910) even after changing out the syringe. The physician thought that the coil could not be fully prepped for use as there was still air in the coil. The physician did not use this orbit galaxy complex xtrasoft 3mm x 6cm coil for the procedure. There was no report of patient consequence or adverse event associated with the issue. It was confirmed that all devices were stored and inspected per the instruction for use (IFU); the physician¿s method of preparation with the checking for the saline drop is different from the IFU. The orbit galaxy coil was returned for analysis and during the analysis, an unknown particle was found inside the gripper.